Manufacturer narrative:
(B)(4). Factors which may contribute to resistance with a guiding catheter during advancement include manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. Dimensions on all sds are confirmed by checks on the manufacturing line. Data for hypotube separations has shown that separations typically initiate with a kink in the hypotube. If the sds is not properly supported during pushing or advancing against resistance, the shaft may kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. The IFU states, applying excessive force can result in loss or damage to the stent/delivery system.

Event description:
Reporting status: malfunction. Reporting rationale: separated product is likely to cause or contribute to patient injury. Device issue: shaft separation. It was reported that during an unspecified coronary artery stenting procedure, resistance was felt when advancing the stent delivery system through a non-abbott guide catheter. Due to the resistance, the physician used excessive force resulting in shaft separation. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.